Event description:
It was reported that pump showed malfunction message related to speaker and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump, confirmed shipping address, and instructed customer to place pump in storage mode and return it using prepaid label within 10 days, and customer was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump and acknowledged all instructions.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.